Manufacturer narrative:
The plate was received in-tact and exhibited some minor marking/scratching consistent will normal field usage. All pertinent dimensional features which were obtainable passed inspection. Material testing was conducted on the returned part using xrfa and was confirmed to be timo. Review of the device history record found that his lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition. In addition, inspection/measurement of the returned part showed that it meets all dimensional and visual requirements for features that were obtainable.

Event description:
Patient was implanted with ti lcp volar distal radius plate - extra-articular 4h head-left in (B)(6) 2011. Patient healed but complained of irritation. The patient was returned to the operating room on (B)(6) 2012 for removal of the hardware. The implants were not anatomically placed, they were raised off the bone. During removal of the locking screws, the heads of the locking screws snapped off from the shafts. All shafts were retrieved. All hardware was removed and patient was not revised to additional implants. The cortex screws were intact on the plate. This report is number 1 of 8 for the same event.